Event description:
The customer received a blood glucose reading 150 mg/dl lower, on the contour usb, than the reading from the hospital meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.